Manufacturer narrative:
Follow up #1 (B)(6) 2013: on (B)(6) 2013, the patient called back to provide additional information related to this complaint. The patient advised the mss that she manages her diabetes with diet and exercise only and did not make any adjustments to her usual diabetes management routine. She confirmed that she went to her doctor's for a routine check-up and was not treated for an acute symptom of diabetes. Her blood glucose was checked on the doctor's meter, but the patient could not recall the result obtained, other than it was a "normal reading." Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved.

Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying an error 1 message. The complaint was classified based on the customer care advocates (cca) documentation. The reporter claimed, the alleged issue began on an unknown date/time. It is not known how the patient manages his diabetes or what action he took regarding his usual diabetes management routine in response to the alleged issue. The reporter claimed that on an unspecified date/time the patient developed symptoms of light headedness and went to see his doctor. The reporter stated the patient was given unknown treatment by the doctor on an unknown date/time. She could not specify if the patient's blood glucose was taken on another device. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the reporter claimed the patient required unknown treatment by a healthcare professional after the alleged issue occurred.